Event description:
The MFR's representative reported the pt experienced overdose symptoms related to a 40cc pocket fill at refill. The pt was given narcan and admitted to the intensive care unit at the hospital. The pt was treated with a "narcan drip and another drug for clonidine." The pt was monitored for 48 hours. The pt is reported to now be doing fine after pump refill.